Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifsciences field clinical specialist, approximately 6 years post low implantation to avoid coronary compression of a 29mm sapien 3 valve in the pulmonic position, central regurgitation was observed. The patient is not symptomatic a valve in valve is to be performed but has not yet been scheduled. In addition, there is a fistulous connection superior, and just inferior to the sapien 3 valve. The fistula was an incidental finding, and is unknown as to cause. Percutaneous closure of the fistula may be performed but a decision has not been made.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The valve remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was reviewed by the edwards proctor, and the following was noted limited calcification of the rvot and the valve was over expanded. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. Aorto cardiac or intra cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the cause of the fistula could not be determined based on the limited information provided. The fistulous connection superior and just inferior to the thv was noted as an incidental finding during the procedure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The reported event for central regurgitation is unable to be confirmed due to unavailability of the medical report/relevant imagery. As no valve serial number was provided, a DHR review was unable to be performed to determine if a manufacturing non conformance would have contributed to the complaint event. However, a review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It should be noted that this was an off label operation for sapien 3 thv implanted in pulmonic position, which was not an indicated use at the time of the implantation. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, per review of the provided imagery, the implanted thv was over-expanded. The increase in valve diameter due to over-expansion of the valve may lead to over stretch on the leaflet and prevent proper leaflet motion, resulting in the reported central regurgitation. As such, available information suggests that procedural factors (valve over-expanded, off label) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Additional information: as reported by an edwards lifsciences field clinical specialist, approximately 6 years post low implantation to avoid coronary compression of a 29mm sapien 3 valve in the pulmonic position, central regurgitation was observed. The patient is not symptomatic. A valve in valve was performed. Moderate pulmonary regurgitation remained following the valve in valve. Therefore further assessment was completed by ice. The valve function was normal and there appeared to be no paravalvular leak, however the fistulous communication was evident and was described by the doctors as the likely culprit of the pulmonary regurgitation. There was some discussion regarding the catheter based closure of this fistula communication, but due to the course of the lad and the proximity to the fistula, the decision was to allow the patient to recover and assess the patient clinically.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received and update to the engineering evaluation findings. H6: investigation conclusions have been updated. Updated information: the valve remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was reviewed by the edwards proctor, and the following was noted limited calcification of the rvot and the valve was over expanded. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. Aorto cardiac or intra cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the cause of the fistula could not be determined based on the limited information provided. The fistulous connection superior and just inferior to the thv was noted as an incidental finding during the procedure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The reported event for central regurgitation is unable to be confirmed due to unavailability of the medical report/relevant imagery. As no valve serial number was provided, a DHR review was unable to be performed to determine if a manufacturing non-conformance would have contributed to the complaint event. However, a review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It should be noted that this was an off-label operation for sapien 3 thv implanted in pulmonic position, which was not an indicated use at the time of the implantation. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Based on the review of the provided imagery, the implanted thv was over-expanded. This over-expansion increased the valve diameter, potentially overstretching the leaflet and hindering proper leaflet motion, which could result in central regurgitation. Additionally, it should be noted that a valve-in-valve intervention was performed to address the regurgitation. However, this intervention was unsuccessful. As reported, the doctor identified this fistulous communication as the likely cause of the failure. Due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.